Manufacturer narrative:
(B)(4). No term available for device operated within specification.

Event description:
Dexcom was made aware on 09/21/2018, that on (B)(6) 2018, a signal loss and an adverse event was reported. Date of issue is an approximation. The patient stated she was at home with her husband and she did not feel well. She was dizzy and began to throw up and her husband called the ambulance. When the paramedics arrived, they tested the patient¿s blood sugar and it was 537 mg/dl while the cgm had a signal loss. They administered the patient with an intravenous (IV) drip and transported her to the hospital. The patient was seen by the doctor and give insulin drips and IV therapy of water. At the time of call, the patient was still at the hospital but was in stable condition. No additional patient or event information is available. Data was provided for investigation. A review of the data log confirmed the reported event of loss of connection, however, the device operated within specification. The probable cause could not be determined post investigation.